Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested and provided by the customer: what was the amount of blood loss: 2700; was a blood transfusion required: 5 units prbc; how was the bleeding identified: post op hypotension jp output 600cc; which suture was used: 4-0 pds; what was the condition of the jaws: good; was a third device used to apply the clips, if so, what device was used: unknown, "I do know that he was using 0 and 4-0 pds which has been noted to be the incorrect suture to use with the device. It is my belief that the devices did not malfunction, with that being the direct cause of the blood loss."

Event description:
It was reported that during a partial nephrectomy which required reoperation and radical total nephrectomy, the device was difficult to load clips, and when a clip would hold in jaws after loading, the device did not apply clips correctly. In the initial procedure the device was difficult to load and not applying clips correctly. The clips were used to secure suture at the transection of the kidney to control bleeding. The case was completed with the device. A few hours after the procedure, the patient was found to have bleeding requiring reoperation where the remainder of the kidney had to be removed due to blood loss and the partial could not be salvaged. The clip securing the suture appeared to have slipped and led to internal bleeding. The total volume of blood loss is unknown. It is not known if the patient required a transfusion. The reoperation total radical nephrectomy was the same day as the original procedure. The patient is currently recovering fine from the procedures.

Manufacturer narrative:
(B)(4). Date sent: 04/27/2016. Corrected data: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. The adverse event has been reported under report #2210968-2016-08417. Not reportable.